Manufacturer narrative:
Internal investigation into strattice lot sp100628 included a review of the reported information, review of the device history records, and a review of the complaint history records with no remarkable findings, including no other complaints reported against the lot and no deviations or non-conformances revealed during processing. The lot was aseptically processed, terminally sterilized within the process parameters and met all qc release criteria. As of 31/aug/2021, of the 146 devices released to finished goods,139 have been distributed with 114 devices reported as implanted.

Event description:
It was reported through a legal summons that a (B)(6) female underwent an incisional hernia repair in tulsa, ok on (B)(6) 2018 and was implanted with strattice lot sp1000628-153. The patient returned to the hospital on (B)(6) 2018, was diagnosed with a severe infection, at which time she underwent paracentesis twice and underwent surgical drainage and wound vac placement. Wound cultures taken at the time of this admission tested positive for mrsa postural an stretococcus. On (B)(6) 2018 the patient was diagnosed with multiple abdominal wall abscesses due to a non-healing abdominal wound. The patient then underwent drainage of abdominal wall abscesses related to her ongoing post-surgical infection and pain. On (B)(6) 2019, she was diagnosed with a recurrent hernia. On (B)(6) 2019 she presented to st. Louis university hospital with an infected abdominal wound which did not respond to treatment. She continue to suffer from infection until the patient died on (B)(6) 2019.